Event description:
Related to MFR report # 2183959-2012-02466. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical system with intepro lite on or about (B)(6) 2009 to treat cystocele and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered physical injuries including infections, bleeding, pain, and damage to the vaginal wall. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain, has sustained permanent injuries, shrinkage and hardening of the mesh, emotional injuries, and disability.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.